Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced the infusion set fell of during use event on (B)(6) 2026. No further information available.